Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection and sem analysis of the returned device revealed the inserter tip fracture was consistent with a fracture caused by bending overload. Eds semi-quantitative elemental analysis of the sample fracture surface showed that it was consistent with the correct material. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the tip of inserter fractured remained in the patient's bone. The surgeon could not remove the tip from the patient's bone. Subsequently, the tip was left in the bone to complete the procedure. The surgeon also drilled additional holes in the patient. Attempts have been made and additional information on the reported event is unavailable.